Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the complaint states that the device is not being returned therefore not available for evaluation, the customer is retaining the product. We cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed on 7-30-2019 for the finished device serial number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device 377834 number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a shoulder scope, the camera head ac c-mount stopped taking photos in the middle of the case. Being that they set all the buttons to take a photo, he tried another button and it worked. But the left button would not take photos the rest of the case. No patient affected, no case delay and no replacement needed. Also, before the case began they discovered a broken scope and pulled it out of rotation. Thus, it was not used during the case but needs to be fixed. No patient affected, no case delay and no replacement needed.